Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker was behaving in a manner consistent with recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device was explanted and replaced . No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was behaving in a manner consistent with recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device was explanted and replaced . No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.